Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
It was reported that the insulin pump alarmed button error. Customer stated that there was a crack around the battery compartment and moist might have entered the insulin pump. Advised the customer that insulin pump would be replaced. No further information provided.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The device had minor scratches on lcd window, cracked case at display window corners, and cracked battery tube threads.